Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd ultrasafe x100lg2xl png blue tintwas activated before use. The following information was provided by the initial reporter:nsd activates early.

Event description:
It was reported the bd ultrasafe x100lg2xl png blue tintwas activated before use. The following information was provided by the initial reporter: (B)(6).

Manufacturer narrative:
H.6.: investigation summary: confirmed: reported condition was observed at bdm-ps.